Event description:
The doctor claims that the graft was implanted in 1999, for an abdominal aortic aneurysm (aaa) repair and the pt developed a fever as high as 37.4c from post-operative day 8 through 14. Intravenous antibiotics were given (tienam and pansporin) and the fever has subsided. The graft was left in. The pt is doing well.